Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) worked remotely with the onsite fse. There were over 50 duplicate cubie address failures, all of which were recovered, and the problematic cubie pockets were removed. The duplicate address detected error was resolved. The retractor band and row board cable were reseated. The system initially logged 50 errors on pockets a1 and a2 following the reseating, but the original duplicate address detected error was cleared. The system was operational. A replacement cubie tray and row board cable were ordered to address the root cause and were scheduled for installation upon part availability. The customer acknowledged the resolution. Customer verified functionality, and it was successful. The fse reached out to the field source for two parts: enhanced full-height cubie row tray and rapid access drawer (rad) front panel. Both parts were transferred to storage location (sloc) 1320 from storage location (sloc) 0970. The parts were packed for shipment to the location specified by the requesting fse and dropped off at the fedex shipping facility. The fse coordinated with the customer for installation once the parts were received. Recurring functionality issues on drawer 5 were resolved by performing comprehensive diagnostics and maintenance. Actions included reseating the row board and cubie trays and replacing pockets at locations a1 and a2. Full operational status was successfully validated and restored via hardware test application testing. A proactive system check was also completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and duplicate address detected error was shown indicating a maintenance mode the customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.